Event description:
It was reported to covidien on (B) (6) 2009, that a customer had an issue with a insulin syringe. Customer reports the nurse filled the syringe, made contact with the pt's skin, but did not puncture the skin. The needle fell off the hub, and was lying on the bed.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.